Manufacturer narrative:
(B)(4). Date sent: 02/09/2017. (B)(4). Additional information was requested and the following was obtained: please, explain how the device was not working properly. I was told they felt it was not heating tissue properly. Was the only issue with the device the ¿beeping noise¿? Besides the heating issue yes . Were there any error messages and if so what were they? No. Did the device activate? I think so. Did the I-blade move when the jaws were opened and closed? I think so. The device was received the upper jaw damaged at the proximal side. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. Due to the condition of the device, we are unable to investigate further the tissue effect issues reported. It is possible that the unexpected noise heard could be caused when the jaw got damage. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a liver resection procedure the device was not functioning properly. Early into the procedure a beeping noise occurred. The device was swapped out with an alternate like device and the procedure was completed with no patient consequences reported.